Event description:
Foreign material in syringe. A hair was seen inside of a mckesson syringe while a technician was pulling up a drug for an IV infusion. Mckesson syringe, lot: 022560-g, exp: 2/19/2030.